Event description:
Reporter alleged the lancet needle on the lancet device used for blood glucose testing is sticking out and will not retract after being used. It was not provided whether any actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.